Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and hypoglycemic event was reported. The patient's mother stated the g6 mobile application had signal loss and while the patient was asleep, she set an alarm to wake the patient every 2 hours to check on him and noticed he had a bad hypoglycemic reading of 2.5 mmol/l. She treated the patient with glucose drinks and at the time of contact, the patient was doing good. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/24/2018, that on (B)(6) 2018, signal loss was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of loss of connection was confirmed via data. The root cause could not be determined.